Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was recommended to be replaced to resolve the issue, however, the customer declined ge healthcare service. No repair information available. Block d4: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.